Event description:
On left side of the chair where the free wheel lever is there is a clicking noise and the chair will not move. There are two red lights blinking 3 times then stopping. Green button is on. The consumer did have an accident in the chair. He got one of the rear wheels caught on the corner of his desk. The wheel kept spinning which caused him to slump forward onto the joystick. When the wheel came loose from the desk, the chair charged forward and ran into a wall, and the consumer's head rammed into the handrail on the wall. Consumer had to have 75 stitches around his eye, down his cheek, and over his ear. Ever since then they have heard the clicking noise in the rear of the chair. The accident was not the fault of the chair.